Event description:
It was reported when using the bd vacutainer® esr blood collection tubes customer found the tubes broken/cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: found that the wall of the blood collection tube was broken. Quantity: 2.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-08-28. H.6. Investigation summary: material #: 369741. Lot/batch #: 2347113. Bd received 2 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for broken glass tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for broken glass tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken glass tube. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® esr blood collection tubes customer found the tubes broken/cracked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: found that the wall of the blood collection tube was broken quantity: 2.